Event description:
Outpatient colonscopy for removal of multiple polyps, transverse, cecal and sigmoid. Pt discharged. Returned within 7 hours for emergent r colon segmental resection for repair of perforation. Acute peritonitis.